Event description:
There were two lesions, one in the proximal lad and one distal to the mid lad. Two stents were placed at the lesion. The bmw universal guide wire was in the distal position during the procedure. After one stent was placed, the physician tried to remove the guide wire, but it got stuck with the stent. However, not much resistance was felt at that time. The physician did not realize that excessive force was on the guide wire when it separated. The separated guide wire still remains in the pt; the distal tip seems to be trapped in the stent strut.